Manufacturer narrative:
(B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Event date unknown. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that patient fell and unknown locator abutment fractured. Two-thirds (2/3) of the abutment screw is stuck inside the implant. Attempt to solve the problem with ultrasound without success.

Manufacturer narrative:
The reported product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. It was reported that the patient fell and an unknown locator abutment fractured and a portion was stuck inside the implant. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause for this complaint could not be determined. Zimmerbiomet complaint number: (B)(4). The supplier of the product was unable to reach a conclusion in this investigation because no product was returned. However, if the product becomes available a follow-up report will be submitted.

Event description:
No further event information is available at the time of this report.